Event description:
The customer reported ballooning of the IV set. Questionnaire rec'd with the returned set states: "the ballooned segment was found while the set was in the pump module. It was a new set attached to a central line, tlc (triple-lumen catheter) and had been in use approx 10 seconds. The infusion rate was 40 mcg/kg." There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been rec'd and the eval is pending. A f/u report will be submitted once the eval is completed.